Event description:
During a procedure a l4-l5, l5-s1, the tip of the aiming device broke off in the implant and remains in the pt at l4-l5.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be concluded. No conclusion could be drawn. No device was returned. Review of manufacturing records will be requested.